Manufacturer narrative:
(B)(4). The sample has been discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd884460) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from the USA of body pain, blood clot, top of the catheter left off and peritonitis in a male coincident with dianeal pd4 ambuflex therapy. In (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex (lot number, dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unreported date, the patient experienced body pain and blood clot. On (B)(6) 2011, the patient was hospitalized. Reportedly, during hospitalization, the top of the patient's catheter was removed and not replaced resulting in peritonitis. An unspecified treatment was given for the blood clot. Treatment was not reported for the events of peritonitis and body pain. The outcomes for the events were unknown. It was not reported if pd therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not reported.